Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due device not working; it was found a leak in the cuff. The device was removed and replaced with a new one.